Manufacturer narrative:
(B)(4). Batch # t93f5c. Investigation summary: the device was returned with no apparent damage. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test handpiece and functionality tested on a gen11. No continuous activation issues were noted at any time during testing as reported. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿, however, replace the instrument / no instrument uses remaining was displayed disabling the device for further activation. The device was disassembled to inspect the internal components and no anomalies were noted. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. Our manufacturing process has been identified to be the possible cause of the eeprom issue to display the ¿replace the instrument / no instrument uses remaining / restart generator¿ instead of the ¿adaptive tissue technology features are not available in this device¿. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during procedure, after pressing the knob and finished activation, the device would still activated automatically sometimes. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.